Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing. Also, the fiber went under a microscope inspection that identified a distal circumferential fracture. The glass cap exhibited mild detritus and devitrification at the output window, this is normal degradation of the fiber which occurred through use of the fiber, the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber began forward firing after 15,072 joules expended and 3:22 minutes of laser emission. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber began forward firing after 15,072 joules expended and 3:22 minutes of laser emission. The procedure was completed with another fiber without patient complications.